Event description:
The manufacturer received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.